Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 4/26/2020 to 5/20/2020. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device was not operating smoothly. The device was disassembled, and it was found that the teeth of the driving shaft and the teeth of the bevel gears were broken. It was further determined that the device failed pretest for check for free movement, check the safety clutch, note value, check the untrue running and check function. It was determined that the defects related to the driving shaft and bevel gears were due to normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s complete facility address was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a humeral diaphyseal for fractures surgical procedure, it was discovered that the radiolucent-drive device stopped working. It was reported that the device did not work in a state where it got cold. According to the reporter, the heat of the body of the device, even in the lowered state, did not operate. It was not reported if there were any delays to the surgical procedure. It was reported that the user performed the insertion of the two distal screws by applying an alternative technique and completed the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.